Manufacturer narrative:
This report is submitted on september 20, 2022.

Event description:
Per the clinic, the patient developed bacterial infection at the implant site. Subsequently, a revision surgery was performed (specific date not reported) in order to drain the abscess. The patient was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, underwent second revision surgery on (B)(6) 2022 in order to drain the abscess however, the issue did not resolve. The patient experienced skin breakdown (date not reported) and subsequently the device was explanted on (B)(6) 2022. Re-implantation is planned, however, this has not occurred as of the date of this report. This report is submitted on october 27, 2022.